Event description:
A customer complaint was received that patients receiving daptomycin have longer pt times using hemoliance recombiplastin when compared with other reagents. Controls were within range. The pt results were high when the customer ran a patient on the electra 1800c coagulation analyzer using hemoliance recombiplastin, but the customer then sent the plasma to another lab within one hour and the pt time was shorter using alternate methods. The patient's final treatment was based according to the other lab's alternate methods. To our knowledge, there was no change in patient treatment or adverse event associated with this incident.